Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported by the physician that he was performing a femoral declot. While threading to the clot, the catheter curved to a near 90 degree angle. He then activated the rotator drive unit and the basket detached. The physician was able to retrieve the basket with a snare. There were no patient complications reported.